Event description:
The customer reported the touchscreen is not coming up. Couldn't duplicate problem.

Manufacturer narrative:
The service rep turned unit on several times, fluored and tested touchscreen. Unit functions as designed.